Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a mm diameter thoracic aortic aneurysm. The patients had a proximal seal diameter of 33mm and an aortic aneurysmal neck length of 25mm. It was reported that after the main part of the stent graft was deployed, the tip capture release handle of the delivery system was unlocked for deployment of the suprarenal stents. However, when the physician tried to pull back the handle it would not work and the suprarenal stents could not be deployed. Repeated attempts in clockwise and counter clockwise direction were tried but still could not be deployed. Just before resorting to the disassembly technique or open conversion, the handle was somehow pulled back and suprarenal stents were deployed successfully. As per the physician, the cause of the event is unknown but suspected to be a device issue as the patient anatomy was good. The physician noted that there was potential for major complications and occlusion to blood flow with this event. No additional clinical sequelae were reported and the patient is fine.